Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support the patient had complications from intra-aortic balloon pump. Patient went back to surgery to repair femoral artery. Patient was noted as improving post repair and drops were weaned; bleeding stopped and heparin maintained in purge.